Manufacturer narrative:
Pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No history anomaly noted. No basal rate anomaly noted. Pump downloaded properly to the carelink software noted and data was recorded properly. Pump received with severely scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not uploading to carelink software properly. The customer also reported that the basal rate changed in the settings and he was unsure why. Blood glucose level at the time of the incident was 186 mg/dl. During troubleshooting, the insulin pump correctly displayed the most recently administered bolus. The customer requested that the device be replaced. The insulin pump was replaced and returned for analysis.